Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) poor sensing and thresholds were observed during multiple deployments. The leadless ipg was not used and was replaced. No patient complications have been reported as a result of this event.